Event description:
It was reported that the generator and lead were explanted due to probable lead fracture. It was reported that the generator was explanted due to end of life. Further follow-up with the neurologist revealed that no high impedance was observed prior to surgery. Further follow-up with the surgeon revealed that the lead fracture was identified during generator replacement for end of service. The surgeon reported that no x-rays were performed and no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned generator and lead was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Abrasions were noted on the returned lead portions. The lead assembly has dried remnants of what appear to have once been body fluids/betadine solution inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the cut ends of the returned lead portions. Incisions in the silicone tubing of the lead were necessary to perform proper inspection of the lead coils. A suspected coil break was identified in the positive coil end at the 1st portion of the returned lead. Scanning electron microscopy images of the positive coil end show that pitting or electro¿etching conditions have occurred at the coil end of the first portion. Due to metal dissolution, surface contamination and mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Based on the overall appearance of the returned lead portions the most likely cause for the observed pitting condition is that the generator was still programmed to deliver an output, attempting to deliver therapy through an open electrical load. However, the exact point in time of when this occurred is unknown. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.